Manufacturer narrative:
Additional information was received on (B)(6) 2019, impacted product is a 450cc mentor memorygel breast implant. Catalog: 2544450 lot: 7453292 serial number: (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
This event was previously reported to the FDA under mw5089630. It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with two unspecified mentor gel breast implants experienced bilateral breast pain, right sided breast lump, right sided seroma, right sided pain near armpit, right sided redness, enlarged lymph nodes in right breast, hair loss, memory loss, exhaustion, anxiety, depression, body aches and weight gain post procedure. At an unknown date, patient had a needle aspiration of the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2019-23037 for contralateral prosthesis report.